Manufacturer narrative:
(B)(4).

Event description:
It was reported that few episodes of non-sustained rv oversensing due to myopotential oversensing were observed. Patient was asymptomatic and was not pacemaker dependent. Programming changes were recommended. It was recommended to check r-waves after device re-programming, as r-wave amplitude was small but within normal range.